Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had miscalculated and delivered too much insulin while delivering a correction bolus. The customer's blood glucose was 235 mg/dl. The customer addressed the over delivery by consuming carbohydrates and a glucose tablet. The customer was to continue to monitor the bg level.